Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was identified in the device. A 2.75mm x 15mm emerge¿ balloon catheter was selected. During unpacking, it was noted that there was lint in the port well on the balloon. The device was unable to be used. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. Microscopic examination presented no foreign material in the exit notch and the balloon welds or on the device. Microscopic examination presented no damage or irregularities to the shaft or coating. Inspection of the device revealed no damage or irregularities. No issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that foreign matter was identified in the device. A 2.75mm x 15mm emerge¿ balloon catheter was selected. During unpacking, it was noted that there was lint in the port well on the balloon. The device was unable to be used. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.